Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was unable to confirm the reported extrinsic outflow graft obstruction (eogo) as the outflow graft and outflow graft bend relief were not returned for evaluation, and no images were provided for review. Additionally, evaluation of returned (B)(6) confirmed accidental mechanical damage to the pump cable that would have contributed to the reported driveline power fault alarms. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 7.5¿ from the pump header. The remainder of the pump cable was returned in two segments: a middle segment measuring approximately 13.5¿ and a distal segment (including the inline connector) measuring approximately 4.5¿. This distal segment of the pump cable was returned attached to the modular cable. The outflow graft, outflow graft bend relief, and outflow graft hardware were not returned. The cuff lock was disengaged prior to return, and the apical cuff was not returned. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump cable was returned in three segments: a pump-end segment measuring approximately 7.5¿ from the pump header, a middle segment measuring approximately 13.5¿ in length, and the third segment (including the inline connector) measuring approximately 4.5¿. Visual inspection of the middle segment of the returned pump cable revealed a superficial tear in the outer jacket at approximately 7¿, approximately 14.5¿ from the pump header. The underlying armor layer was exposed at this location but appeared to remain intact. Visual inspection of the remainder of the middle segment of the pump cable, as well as the distal portion of the pump cable, did not reveal any notable damage. Visual inspection of the pump-end segment of the pump cable revealed a tear in the outer jacket at approximately 7¿ from the pump header. Removal of the outer jacket and underlying armor layer revealed a cut in the bionate layer at approximately 7¿ from the pump header. Removal of the bionate layer revealed that the blue wire was completely severed, and the insulation of the red and yellow wire was compromised. The observed damage to the red wire would have contributed to the reported driveline power fault alarms. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and renal dysfunction, that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which explicitly caution the user not to twist, kink, or sharply bend the driveline. Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The transient comm fault and the alarms described as dl power fault, dl disc, and pwr b b broken in log file review belonged in a different event and were entered in error. This patient did have driveline power fault alarms. Log files sent and power line b appeared to be broken based on log files. Additional information was received that patient's comorbidities included viral cardiomyopathy status post left ventricular assist device (lvad) implant, external outflow graft obstruction (eogo) complicated by orthostatic hypotension, recurrent syncope, falls, history of tricuspid valve repair, ventricular tachycardia with prior implantable cardioverter defibrillator (ICD) which was removed for pain and chronic kidney disease (ckd). As the patient was not implanted at the reporting site, information regarding the comorbidities could not be provided. One exception was the eogo which was caused by a non-fenestrated outflow graft. As of (B)(6) 2025, the patient was hospitalized recovering from surgery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the operating room (or) for suspected external outflow graft obstruction (eogo) and bend relief removal. The bend relief was removed, and the chest was closed. Before leaving the or, the patient had driveline power fault alarms. The modular cable and controller were exchanged, and the modular cable pins were assessed and cleaned. Despite the change, the alarms persisted. Log files showed transient communication fault, driveline power fault (f5), driveline disconnect, and pwr b broken (f5) alarms were also noted. Additional information was provided on 08sep2025 that the pump and driveline were sent back. It was determined the pump cable was likely damaged during operation. The patient then underwent an urgent heartmate 3 pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heartmate 3 to heartmate 3 pump exchange.